Event description:
The customer was hospitalized for high glucose level and dka. The customer stated that her glucose level was high for more than two days prior to the admission. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. Instructed customer to call back to perform the high-pressure test when the clamp arrives.